Manufacturer narrative:
Additional info: visually confirmed approximately ~3-4mm of the instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. Dimensional inspection confirms conformance to print specification. Material hardness inspected and found to be below print specification. The above findings are consistent with manufacturing error.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5. It was reported that the driver tip fractured while tightening the crosslink set screw. The surgeon confirmed that the fragment was stuck in the setscrew head. The fragment was removed from the patient. No patient complicaitons were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.